Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01378-00.

Event description:
An hcp reported that a patient treated in 2018 is now reporting that she thinks she has paradoxical hyperplasia.

Event description:
An hcp reported that a patient treated in 2018 is now reporting that she thinks she has paradoxical hyperplasia.

Manufacturer narrative:
Correction: d1, g1, g3, g6, h2, h10, h11 and subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01378-00.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated with coolsculpting and may have developed paradoxical hyperplasia.